Manufacturer narrative:
This case was confirmed, to be a duplicate of the event reported in MFR report number 1218950-2023-00302. This case has been closed. The investigation results will be reported in MFR report number 1218950-2023-00302.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the device has a speaker malfunction. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.